Event description:
It was reported that the patient had undergone a reimplant surgery for unknown reason. The previous device is unknown. A new tactra malleable penile prosthesis was implanted. No patient complications were reported in relation to this event. No more information is available at the moment, additional information was requested and will be provided as it becomes available. Additional information received. The device was replaced due to the patient was unable to use the pump. The previous implant model is unknown for the physician and the sales representative.